Event description:
It was reported to philips that the system's footswitch was defective, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips investigated the complaint and made a good-faith effort to obtain additional information regarding the patient and the procedure's outcome. However, the customer did not provide the requested details. It was reported that the footswitch and power cord were defective on an unidentified interventional x-ray system. The customer requested a quotation for a footswitch; however, philips first needed to verify the specific system identification to ensure compatibility. The system ID provided by the customer was invalid and did not match any registered philips system. As a result, philips was unable to identify the system or generate an appropriate quotation, and no service was provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.